Manufacturer narrative:
The customer did not request service for this unit. The customer did not have access to the original cassette at the time of the call due to having disposed of it. Per the sterrad 100s user's guide: warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber.

Event description:
A report was received from the field indicating a healthcare worker was exposed to hydrogen peroxide (h2o2) while handling a sterrad cassette from a completed sterilization cycle. The h2o2 contact was on the employee's right hand. The worker experienced skin discoloration at the contact site. There were white spots on the hand, two middle fingers and thumb that eventually went away during the course of the evening. The duration of symptoms was approximately three hours. Medical attention was not sought nor was medication prescribed. There was no eye irritation or any other reactions. The worker was not wearing personal protective equipment (ppe) while handling a cassette. Asp clinical staff spoke with the customer and reviewed the safety information for the sterrad unit. Advised the customer to always wear gloves when handling cassettes. The healthcare worker is recovered from this event.